Event description:
It was reported to baxter that the reservoir of an intermate lv 250 device had ruptured near the end of a patient infusion, causing blood and fluid to back up into the tubing and bottle. The device was infusing a solution of 1.25g of vancomycin in 250ml of normal saline at the time of the rupture. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.